Manufacturer narrative:
H6: code 213: no device problem found. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code 4315: cause not established. Code 22: known inherent risk of device. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On an unspecified date in 2002 the patient was implanted with a non-gore aortic trunk device (ancure) for treatment of an abdominal aortic aneurysm. On (B)(6) 2011 the patient was implanted with a gore® excluder® aaa endoprosthesis iliac extender (pxl161407). On (B)(6) 2013 a reintervention occurred in which the existing configuration, including the gore® excluder® aaa endoprosthesis iliac extender, was relined with the following gore devices: 3 gore® excluder aortic extender endoprosthesis (pxa230300), 1 gore® excluder contralateral leg endoprosthesis (pxc121000), and 1 gore® iliac extender endoprosthesis (pxl161207). The specific reason for the reintervention is unknown. On (B)(6) 2021 the patient underwent endovascular treatment for a type ib endoleak. It is unknown when the endoleak was first identified. The cause of the endoleak is unknown. As reported there was observed dilation on the left common iliac. Coil embolization of the left internal iliac was performed and a gore® excluder® aaa endoprosthesis contralateral leg component (plc121400) was landed in the left external iliac in order to address the endoleak and extend coverage. A lack of circumferential seal was noted in the right common iliac so coverage was also extended on the right with a gore® excluder® aaa endoprosthesis iliac extender (plc161000).